Manufacturer narrative:
As reported, the manta device was deployed without achieving hemostasis. A surgical cut down was performed and the manta toggle and compacted collagen were found inside the vessel. The IFU lists the following are listed as possible adverse events of the manta device: "accidental positioning of some or all of the collagen plug within the femoral artery, leading to ischemia or stenosis" and "access site complications leading to endovascular intervention." The risk documentation was reviewed, and this incident is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record (DHR) was reviewed and confirmed no non-conformities were identified related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use provides the precaution: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events are also listed and includes access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. Femoral vessel size was 7.2 mm with minor calcification. Deployment depth measurement for the manta vascular closure device (manta) was noted to be 3.0 cm + 1.0 cm. There was reportedly no swelling or hematoma at the groin site prior to use exchange of sheaths. The manta vascular closure device (manta) was deployed for femoral access closure at 4.0 cm depth without achieving hemostasis. Brisk bleeding occurred at the closure site while holding tension with the manta. An angiogram was not performed to determine the source of the bleed. The area was ballooned to arrest the bleed. Due to arterial pressure bleeding, a stent was not considered and the patient had a surgical cut down during which the manta toggle and compacted collagen pad were found in the vessel. The manta was completely explanted.